Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump monitored for several days, pump received with normal operating currents. No unexpected battery out limit noted. The insulin pump passed self-test and off no power test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, cracked case at the reservoir tube window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels of 114 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported a battery out limit alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.